Event description:
On (B)(6) 2011, the patient reported she has to press the up button more than once to make it respond. She stated the issue began 2 months ago. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.